Event description:
It was reported patient came in for a follow-up due to infection associated with the implant. The patient was numbed up. Per indicated: symptoms as a result of the event: pain, abscess. Surgical/medical intervention required for permanent damage: no. Was there a delay during the procedure: no. Additional appointment required: yes, to place a new implant. Was the procedure completed using another implant or another device: yes, a different company was used.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: additional PMA/510(k) number k011028/k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.